Manufacturer narrative:
Date of event is unknown. Additional product code: hrs. Exp. Date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal surgery due to wound breakdown on (B)(6) 2018. Four (4) self tapping metaphyseal screws, four (4) variable angle (va) self tapping locking screws, one (1) va large locking calcaneal plate, one (1) self tapping cortex screw were removed. One (1) self tapping cortex screw remained implanted due to unknown reason. Original implant date is on (B)(6) 2018. Patient status is unknown. The procedure was completed successfully this report is 6 of 10 for (B)(4). This complaint involves ten (10) devices.